Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs stat assay results for multiple patient samples tested on a cobas e 411 immunoassay analyzer. The customer was also having issues with qc. The customer provided examples of 2 patient samples. For patient 1 the initial troponin t result was 5.8 ng/l and the repeat result was 11.6 ng/l. On (B)(6) 2019 for patient 2, the initial troponin t result was 11.16 ng/l and the repeat result was 5.63 ng/l. No questionable results were reported outside of the laboratory. The troponin t reagent lot number was 00381539. The expiration date was asked for but not provided.

Manufacturer narrative:
On (B)(6)2019, a field engineering specialist replaced pinch tubing and checked all probe alignments. He found that the pipettor tubing had become disconnected. He reconnected the tubing. He performed performance testing with acceptable results. The customer performed both qc testing and patient comparison testing both with acceptable results. There have been no further issues following the service visit.